Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic angiogram. Reportedly, there was resistance splitting the sheath. It did not split all the way, therefore, step #4, deploying the clip, was not performed. The safety release mechanism did not work to collapse the wings; however, the device was removed without issue. There was no vessel damage. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.